Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a healthcare professional that the patient was hospitalized with diabetic ketoacidosis (date not provided) while wearing the pod. It was reported that the patient was prescribed an unspecified rapid acting insulin, however the pharmacy dispensed a 70/30 insulin, which was the incorrect product. The patient¿s parent filled the pod using the 70/30 insulin and the patient went into diabetic ketoacidosis. No further information regarding this incident is available.